Event description:
The customer reported a fluid leak of approximately 1ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found torn I-beam tubing at backwash tank drain pinch valve vl61. He replaced tubing at vl61 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).